Event description:
The hospital purchased a new bedside monitoring system for the ER department. Datascope (now mindray) installed the system in july 2009. Since then we have had dozens of documented occurrences in which the bedside monitor would not communicate with the central server stations at the ER nurses station. This would result in a loss of ECG data for the patient; it was as if the patient was never hooked up to the monitor. The bp and spo2 were still visible in the trend data. Datascope/mindray tried several times to resolve issue, but were unable to.manufacturer response for monitor, physiological, spectrum (per site reporter): tried several times to resolve problem, but unable to find the cause of the problem.

Event description:
The hospital purchased a new bedside monitoring system for the ER department. Datascope (now mindray) installed the system in (B)(6) 2009. Since then we have had dozens of documented occurrences in which the bedside monitor would not communicate with the central server stations at the ER nurses station. This would result in a loss of ECG data for the patient; it was as if the patient was never hooked up to the monitor. The bp and spo2 were still visible in the trend data. Datascope/mindray tried several times to resolve issue, but were unable to.manufacturer response for monitor, physiological, spectrum (per site reporter): tried several times to resolve problem, but unable to find the cause of the problem.